Event description:
On (B)(6) 2023, an x-ray showed a dislodged component from the original surgery and an anterior femoral fracture which likely means the junction box and stem have migrated. X-rays from original surgery have not been provided. No revision surgery has been reported. This report is being submitted out of an abundance of caution because a proposed intervention may be performed even though it has not yet occurred.

Event description:
On (B)(6) 2023, the patient in the initial report was revised.

Manufacturer narrative:
The device history record was reviewed and showed the device was manufactured according to the specification. There is not enough information to determine the root cause of this incident with certainty. The stem fractured with the threads remaining in the t-nut of the junction box. The stem thread fracture appears to have been exacerbated by increased forces across the stem and junction box likely caused from malalignment of the implants, improper assembly/tightening of the implants, or patient related factors. The junction box was listed as the part number in d4 for this report. However, upon completing the evaluation, a stem thread fracture was discovered as the main issue so a second report for the stem is being submitted for this incident.